Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice during initial drain. The home patient (hp) stated he connected during the prime cycle and there were air bubbles in the patient line. The baxter technical service representative assisted the hp with ending therapy and advised him to start over with new supplies, but suggested the hp contact the peritoneal dialysis nurse as soon as possible before continuing with therapy. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available. A follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the low drain volume alarm was undetermined. Sample availability is unknown. Should a sample become available, a follow-up report will be sent. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).